Event description:
It was reported that the patient felt discomfort when capture was obtained due to perforation. A sharp drop in impedance was noted. The lead remains implanted and the issue is unresolved.

Manufacturer narrative:
No medwatch form was received.